Manufacturer narrative:
Continuation of d10: product ID evfxplus-34 (serial: (B)(6) ); product type: 0195-heart valves; implant date n/a; explant date n/a. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed which was standard for the implanting physician. Upon deployment of the valve after the point of no recapture, the valve was recaptured due to movement of the valve. Subsequently, the system was withdrawn from the patient and a new valve and new delivery catheter system (dcs) were used to complete the procedure. Per the physician, the patient's anatomy contributed to event. No patient complications were reported as a result of this event.

Event description:
Additional information was received that the deployment starting point was at the bottom of the pigtail catheter. At the point of no recapture the valve moved too deep and subsequently dislodged in the ventricular direction. Prior to valve dislodgement, the implant depth on the non-coronary cusp (ncc) was 3 mm, and the implant depth on the left coronary cusp (lcc) was 4 mm.

Manufacturer narrative:
Updated data: b5. Corrected data: d4. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.